Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempts to load a new cartridge, but the alarm continued. Consequently, technical support arranged for a pump replacement, and the customer decided to use multiple daily injections (mdi) as a backup therapy.